Event description:
Nurse had a difficult time opening the package evenly. It wasn't possible to get the product out w/o compromising sterility.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexh1842 showed no other similar product complaint(s) from this lot number.